Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-02463. It was reported that the rota burr was stuck on the rota wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 330cm rotawire and wireclip torquer and 1.25mm rotalink plus were selected for use. During procedure, the physician tried to cross the lesion with a rotablator 1.25mm. However, the diameter of the lesion was bigger than the rota burr. The rota wire and rota burr were removed together as a unit. While outside the patients' body, the physician tried to separate the rota burr from the rota wire. However, it was noted that hey were stuck, the physician was not able to separate them. The procedure was completed with a new rota wire and a 1.50mm rota burr. No patient complication were reported and the patient's condition is stable.